Event description:
Allergan aesthetics received a report of a patient treated flank with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11: subsequent to the submission of initial MDR, it was noted that the event was post inflammatory hyperpigmentation (pih) as opposed to paradoxical adipose hyperplasia (pah); therefore, this event is considered not reportable.

Event description:
A treatment provider reported that a patient treated on the flank with coolsculpting on 11/18/2021 presented with post inflammatory hyperpigmentation (pih).